Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that tip detachment occurred. A 018/260 platinum plus guidewire was used for peripheral procedure. However, when the device was pulled, the end of the wire broke off. The device was successfully removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the guidewire was returned, and it was observed that the core wire of the guidewire was detached at distal section. Under microscope it was also confirmed that the core wire of the guidewire was detached at distal section. The overall length was less than specification, due the detached condition of the guidewire.

Event description:
It was reported that tip detachment occurred. A 018/260 platinum plus guidewire was used for peripheral procedure. However, when the device was pulled, the end of the wire broke off. The device was successfully removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.